Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, pause episodes of signal dropout undersensing issue was confirmed. No intervention will be performed as the physician elected to monitor the patient remotely via merlin.net. Patient was stable.